Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer number: 2017865-2020-21772. It was reported the patient presented for a follow-up in-clinic. Their right ventricular and atrial lead exhibited loss of capture. The physician successfully explanted and replaced the leads. The patient was in stable condition.

Manufacturer narrative:
The reported event of loss of capture was not confirmed. Analysis was normal. No anomalies were found.